Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and oversensing on the right ventricular (rv) channel. At this time, this product remains in service and no adverse effects were reported.